Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right atrial (ra) and right ventricular (rv) lead channel. Pacing inhibition was observed on the rv lead channel, which resulted in asystole. Technical services (ts) reviewed the reports and suggested troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.